Manufacturer narrative:
The investigation determined that higher and lower than expected amon quality control results were obtained from vitros liquid performance verifier I and ii control fluids processed using vitros amon microslides on a vitros 350 chemistry system. The most likely assignable cause of the event is an instrument event related to micro slide incubator contamination. The cause of the amon contamination of the micro slide incubator was not identified. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. Performing service actions that include a routine preventative maintenance procedure that optimizes all subsystems of the vitros 350 system and replacing the incubator evaporation caps resolved the issue.

Event description:
The customer observed higher and lower ammonia quality control results from vitros liquid performance verifier I and ii control fluids processed using vitros amon microslides on a vitros 350 chemistry system. Vitros liquid performance verifier I b5706 result of 104.0 umol/l vs. Expected 43.8 umol/l. Vitros liquid performance verifier ii c5707 results of 241.5, 133.7, 37.4, and 121.3 umol/l vs. Expected 194.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).